Manufacturer narrative:
An x-ray was received by boston scientific corporation and reviewed by dr. Robert walsh, who concluded that the x-ray confirmed the event description of a plastic piece having detached in the patient's pancreatic duct. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip section was damaged, revealing the tip of the core wire. The guidewire was also bent, but no corewire damage was noted. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. It is possible that unstated procedure and possibly clinical factors may have contributed to the a pebax section detached into pancreatic duct, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Additionally the remnants of adhesive found indicate that the pebax was properly attached to the corewire; therefore, "operational context" is the most probable root cause for this incident. Labeling review was performed and no anomaly was found. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a the placement of a plastic prosthesis on (B)(6), 2011. According to the complaint, during the procedure the jagwire was advanced into the pancreatic duct, but a portion of the hydrophilic tip detached into the pancreatic duct. The fragment was unable to be recovered and was left in the patient. The procedure was completed with this device with no patient complications. The patient's condition has been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event and any intervention performed have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a the placement of a plastic prosthesis on (B)(6), 2011. According to the complaint, during the procedure the jagwire was advanced into the pancreatic duct, but a portion of the hydrophilic tip detached into the pancreatic duct. The fragment was unable to be recovered and was left in the patient. The procedure was completed with this device with no patient complications. The patient's condition has been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event and any intervention performed have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.